Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted to hospital with sepsis. Blood cultures proved to be positive for staphylococcus aureus. Laboratory testing included an elevated international normalized ratio (inr) and an elevated c-reactive protein (crp). Additional information received indicates that the source of the patient's sepsis was her sternal incision. The patient was treated with intravenous (IV) antibiotics. It appears that the patient was taken to the operating room for a debridement and exploration on (B)(6) 2017 and was returned to the intensive care unit in unstable condition with her chest open and with high dose inotropic support. The patient is reported to have expired on (B)(6) 2017 with a reported cause of death of sepsis with multi-organ failure. The patient's surgeon reported that the pump had worked very well and there was no allegation of a device deficiency associated with this event. The pump was not explanted post-mortem and an autopsy was not performed. No further information has been provided.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event and with no device malfunction was reported against the pump. Therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Of note, it was reported that the patient died due to sepsis and multi-organ failure. The patient¿s surgeon reported that the pump had worked very well and there was no allegation of a device deficiency associated with this event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against this pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, it was reported that the patient died due to sepsis and multi-organ failure. The patient¿s surgeon reported that the pump had worked very well and there was no allegation of a device deficiency associated with this event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.